Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The delivery system was not returned for evaluation. Additionally, no photographs, video, or imagery were provided. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed and did not reveal any issues that could have contributed to the complaint event. A review of lot history revealed no other similar complaints. Complaint trend analysis has revealed that the occurrence rate did not exceed the august 2019 control limit for the complaint trend category. The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The use of a sapien 3 valve in a native pulmonary position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application.   There is no established procedure for the use of the commander delivery system with the gore dryseal sheath. The IFU and training manuals were reviewed for relevant guidance for an s3 implant and commander ds/edwards sheath use for a tf procedure in the aortic position.  Push force may vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.  During delivery system insertion through sheath if push force is high, consider slightly pulling back the sheath while advancing the thv/ delivery system 1-2cm.  In expectation of high friction, use short movements.   If delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system.  Maintain guidewire position.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was unable to be confirmed as the device was not returned and no relevant imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing non-conformance was unable to be confirmed. However, a review of lot history, DHR, and manufacturing mitigations revealed that it is unlikely a manufacturing issue contributed to the complaint. Additionally, a review of IFU/training manuals revealed no deficiencies. Based on the information provided, the delivery system ¿would not track through a tortuous bend in the 26f dryseal sheath.¿ it is unknown when the damage to the balloon occurred. It is possible that due to the heavy manipulation and force applied during delivery system advancement through the sheath, the balloon was inadvertently damaged. Alternately, patient factors such as calcification in the access vessel can negatively impact the balloon material integrity by interacting with the balloon during device insertion which may have subsequently resulted in the reported damage. Additionally, the interaction of the commander delivery system in a gore dryseal sheath in the pulmonic position is unknown due to no established procedure for the use of such a device configuration. Therefore, potential balloon damage as a result of device interactions is unknown. While a definite root cause is unable to be determined, available information suggests patient (tortuosity) and/or procedural factors (unknown device interaction with a non-edwards sheath) may have contributed to the complaint event. Since no edwards defect was identified to have contributed to the complaint event, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment (pra) is not required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, while attempting to maneuver the delivery system with 29mm sapien 3 valve to the pulmonic valve the delivery system balloon ended up with a hole in the distal portion. The delivery system was unable to track through a tortuous bend in the 26f dryseal sheath. Upon removal it was noted that there was blood in the distal balloon tip. The device is not available for return and evaluation.